Manufacturer narrative:
Correction to previous reg report: f15 added. Continuation of d10: product ID 977a260 serial# (B)(6) implanted: (B)(6) 2023 explanted: (B)(6) 2026 product type lead product ID 977a260 serial# (B)(6) implanted: (B)(6) 2023 explanted: (B)(6) 2026 product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6) implanted: (B)(6) 2023 explanted: (B)(6) 2026 product type lead product ID 977a260 serial# (B)(6) implanted: (B)(6) 2023 explanted: (B)(6) 2026 product type lead b5 has been updated to include information previously captured in #3004209178-2026-04331 as it was determined that this information pertains to this report instead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported there were high impedances with electrode #13 >40,000 ohms. No symptoms were reported. The cause is unknown and it was not reported if the issue was resolved. The rep noted they would submit any new information that becomes available. Additional information was received from the manufacturer representative (rep). Rep reports the cause of the high impedances is unknown and no external/environmental/patient factors were identified that could have caused or contributed to the high impedances. Rep reports programming the patient and avoiding the electrode with high impedances. Rep reports the patient stated they are doing well with the program rep put them on. Rep confirmed this information with the patient's physician. Additional information was received from the manufacturer representative (rep). It was reported that there were high impedances. Impedances between 24000- 29000 in 6 electrodes. Electrodes 2,3,10, 13,14, & 15. Rep reprogrammed without using non-functioning electrodes. Patient reported bilateral stimulation felt in his painful areas. Patient instructed to use the 2 current programs he has that are not utilizing the high impedance electrodes. If more impedances appear in the future, patient informed that he might need a lead revision to place 2 new leads. The issue is ongoing. The manufacturer representative (rep) indicated they would send any further information as they become aware. During tablet session today, it was noted that the pt has some high impedances on a couple of electrodes (tss thinks caller mentioned electrodes 5 & 6) but pt is currently getting pretty good therapy. They are discussing a potential revision to leads if the pt has further issues with impedances and pt's therapy isn't satisfactory. Information received regarding an implantable neurostimulator (ins). Patient having a paddle lead placed in the near future and they intend to replace the ins as well. Additional information was received from the manufacturer representative (rep) stating the system is being replaced because the patient is having trouble communicating with the device. Trouble shooting was performed and a replacement is scheduled for a future date. Additional information was received from the manufacturer representative (rep). It was reported that there were high impedances. Several contacts over 10000, pt had several reprogrammings. Leads replaced with paddle lead, and ins replaced. The rep mentioned battery issues previously noted. The issue was resolved. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implan ted with an implantable neurostimulator (ins). It was reported there were high impedances with electrode #13 >40,000 ohms. No symptoms were reported. The cause is unknown and it was not reported if the issue was resolved. The rep noted they would submit any new in formation that becomes available.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During tablet session today, it was noted that the patient (pt) has some high impedances on a couple of electrodes (tss thinks caller mentioned electrodes 5 & 6 but pt is currently getting pretty good therapy. They are discussing a potential revision to leads if the pt has further issues with impedances and pt's therapy isn't satisfactory.

Manufacturer narrative:
H3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The return paperwork indicated the device was returned due to premature battery depletion.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). Rep reports the cause of the high impedances is unknown and no external/environmental/patient factors were identified that could have caused or contributed to the high impedances. Rep reports programming the patient and avoiding the electrode with high impedances. Rep reports the patient stated they are doing well with the program rep put them on. Rep confirmed this information with the patient's physician.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that there were high impedances. Impedances between 24000- 29000 in 6 electrodes. Electrodes 2,3,10, 13 ,14,15. Rep reprogrammed without using non-functioning electrodes. Patient reported bilateralstimulation felt in his painful areas. Patient instructed to use the 2 current programs he has that are not utilizing the high impedance electrodes. If more impedances appear in the future, patient informed that he might need a lead revision to place 2 new leads. The issue is ongoing. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.